Event description:
A crx device was implanted in a (B)(6) male pt on (B)(6) 2014. During initial follow up it was noticed that the crx implant was broken and a removal was scheduled. The device was removed without incident on (B)(6) 2014. Review of post operative x-ray shows that the initial fracture had a very long oblique orientation. The medial depth of the implant was less than 50mm and the lateral segment was in less than 20mm of bone. Both of those depths are specified in the crx surgical technique.